Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Analysis of the pump found that there was high resistance in the pump battery. Analysis of the catheter found that there was coring/tears/cuts in the seal of the sc connector, which met the leak criteria for the analysis department.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving unknown baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and head/brain injury. It was reported that there was premature battery depletion. The pump was scheduled to be replaced on (B)(6) 2017. The patient was seen in the hospital by the hcp, the pump was interrogated, and a telemetry strip was printed. It was unknown if there were any environmental, external, or patient factors that may have led to or contributed to the issue. The issue was not resolved at the time of the report and the patient status was alive with no injury.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. Information was provided regarding the initial reporter. It was reported that the pump began to beep and the patient began to tighten up. The patient presented at the emergency room (ER) and was admitted. The patient experienced tightening of limbs and withdrawal related to the premature battery depletion. It was stated that in the operating room (or), the battery was interrogated and indicated it had 14 months until the elective replacement indicator (eri).it was noted that the pump was set to minimum rate when it was interrogated in the or, but no one is believed to have done that in the ER. The healthcare providers reported that the pump reset itself. The logs returned with the device confirmed that a low battery reset occurred on (B)(6) 2017 at 20:08. The logs show safe state occurred on (B)(6) 2017 at 12:12, immediately followed by a motor stall recovery message. It was reported that at the time of the pump replacement, a leak was found in the catheter. Part of the old catheter was removed and replaced with a revision catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction from regulatory report 3004209178-2017-03600 follow up number 002. The box for eval summ attached should have been selected. The box is now selected. The evaluation summary is in regulatory report 3004209178-2017-03600 follow up number 002.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.